Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the atrial lead was explanted due to noise anomaly. The patient's condition was stable before, during and after procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The connector portion measured 5.4 cm and the distal portion measured 47.3 cm. The reported event of noise was confirmed. External insulation abrasion breaching the outer insulation and exposing the outer coil noted at 5.5 to 6.2 and 42.3 to 42.4 cm from the distal tip, consistent with friction another device or feature of the heart. The cause of the reported event was due to external insulation abrasions which is consistent with friction to device can and another device or feature of the heart.

Manufacturer narrative:
This correction is to correct the previous supplemental device evaluation report. The results code should have been submitted with 144 - insulation problem identified and 3253 - friction problem identified. Correction:this correction is to correct the previous supplement device evaluatiol report. The conclusion code should have been submitted with 4307 - cause traced to component failure.